Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue occurred during preparation for use of cystoscopy diagnostic. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the video system center had no image. The issue occurred during preparation for use for a diagnostic (cystoscopy) procedure. The procedure was cancelled and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, no image occurred due to circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labelling review: as a result of confirming instruction manual and labelling on the product, there was no abnormality leads to the phenomenon. Olympus will continue to monitor the field performance of this device.